Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. Other blood glucose values were 450, 371, 201 mg/dl and over 300 mg/dl. No delivery alarm was also reported. The customer experienced symptoms such as vomiting. The customer was treated with bolus. Customer declined to troubleshoot for their blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.